Event description:
It was reported that the procedure was to treat a moderately tortuous, mildly calcified, and 85% stenosed femoral artery. The pouch was not opened and it was noted that the guide wire was not completely in the dispenser coil. Another steelcore guide wire was used in the procedure. The device was not used on the patient. There was no clinically significant delay in the procedure. Returned device analysis revealed a hole in the pouch. It was confirmed by the account that when the guide wire was observed to be sticking out from the dispenser coil, it was also protruding out of the hole in the pouch. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Evaluation summary: the device was returned for analysis. The mislocation and tear in the pouch were able to be confirmed. Based on a visual inspection of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. Based on the reviewed information, no product deficiency was identified.